Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the pen drive device when pressing the motor lever and inserting the needle into the pcte and when releasing the lever it continued to rotate. A test was done with another adapter and the same thing continued to happen. The specialist asked for the institution's engine to continue performing the procedure, the specialist is not bothered, this delayed the surgery while the institution's engine was delivered and the procedure ended successfully and the problem with the institution's engine was resolved. Motor device overheated. It was reported that there was a ten minute delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a review of the service history record indicates that review result is not relevant to the current complaint condition.